Event description:
It was reported that this right atrial (ra) lead was capped due to when the physician was replacing the pulse generator the lead got damaged and fractured. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint investigation conclusion code, "unintended use error caused or contributed to event", was chosen because the information from field stated, "the lead fell apart when it was removed from the old device. It was deemed unusable and therefore capped." This interference will explain the complaint outcomes. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary.

Event description:
It was reported that this right atrial (ra) lead was capped due to when the physician was replacing the pulse generator the lead got damaged and fractured. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.